Event description:
Reference MDR #1219856-2010-00476 for the first event involving the same patient. It was reported that while in the cath lab the second intra-aortic balloon (iab) was prepped per instruction and the teflon sheath was inserted into the patients' right groin. The md inserted the iab through the teflon sheath successfully. The intra-aortic balloon pump (iabp) therapy was initiated and after one minute of pumping, blood was noticed in the tubing. As a result, the iab was removed from the patient and another iab-05840-lws was inserted using the same insertion site. The patient had a very calcified aorta. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no reported delay in therapy. The patient outcome is listed as "the patient is in the cvu."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.